Event description:
It was reported that a caterer occlusion occurred. The health care provider was unable to aspirate the catheter. It was reported the patient experienced pain. As a result of the event, the patient was hospitalization and a revision occurred. The catheter was replaced. The device system was used to deliver dilaudid and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Per the device manufacturer registry, the pump was replaced as well.

Manufacturer narrative:
Product ID: 8709 lot# j10961r44, implanted: 2002 (B)(6), explanted: 2013 (B)(6), product type catheter (B)(4).